Event description:
It was reported that prior to starting a da vinci radical cystectomy surgical procedure, a frayed cable was identified on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed. The conductor wires were intact and undamaged; however, the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the following damages: the instrument's grip tips were bent. One grip was bent which caused side to side misalignment of the grip. There was a 0.096 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. The instrument passed the electrical continuity test. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.